Event description:
Analysis of the returned generator was completed. A bench lead and setscrew were installed into the returned generator with no difficulties (lab conditions). In addition, the indentions on the bottom of the setscrew indicate that the lead pin was secured with the setscrew, based on the ram and flash data that was downloaded from the generator. Review of the ram/flash data downloaded from the generator shows an indication of increased impedance, from 0 ohms (stored manufacture value) to 1263 ohms. This suggests a successful diagnostic test was performed while attached to the lead pin. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during initial vns implant surgery, a generator was opened but not used due to what was described as a ¿faulty screw port.¿ a different generator was used to complete the case. Attempts for additional relevant information have been unsuccessful to date. The suspect generator has been returned to the manufacturer where analysis is currently underway.